Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error. Customer's blood glucose was unknown at the time of incident. The product will be returned.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. The power management tool confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within specific range. No unexpected power error alarm noted during testing. Insulin pump trace download analysis confirmed the insulin pump alarmed power error alarm due to intermittent non-sleep anomaly software error. Unit was received with cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, scratched case, minor scratched lcd window and damaged keypad overlay texture.